Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt like their leads had moved due to feeling the stimulation above their buttock crack. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for basic evaluation for urge incontinence and urgency frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that migration of lead had not been confirmed. Leads were removed and stage 1 was scheduled. Migration of lead was resolved. Patient weight was reported. Serial number was still unknown.